Event description:
Procedure type: skin-suture. Patient sex: unknown. According to the reporter: while piercing the subcuticular tissue a few times with the suture, the needle became blunt. Because of that, the surgeon had to use more force and the fixation suture on the navel broke. The consequences were that the surgeon had to re-do the suturing, and the surgery and anesthesia time were extended.